Event description:
On (B)(6) 2015 patient received two syringes of radiesse 1.5 cc each that was injected by cannula using aterila technique in combination with 0.02 cc of lidocaine 1% with epinephrine 1:100,000 combined by busso technique. Procedure was completed without any issues or complaints from the patient. Five hours later patient called the office complaining of itching and rash in her face. She was promptly started prednisone 40mg and tapered dose over 9 days. On (B)(6) 2015 patient called the office that her rash was getting worse, now all over body and face, and face is now swollen. She was rushed to (B)(6) hospital in (B)(6) on (B)(6) 2015 for further evaluation of possible anaphylaxis. She was discharged without anaphylaxis to continue prednisone as well as diphenhydramine. As of (B)(6) 2015 patient was persistent swelling and itching, and is on a longterm tapering prednisone regimen until the gel portion of radiesse has dissolved. This can tax up to 3 months.